Event description:
It was reported that the patient had been scheduled for a catheter/pump revision. The patient experienced baclofen withdrawal including itching, mental confusion, and increased lower extremity spasticity. The patient was admitted to the hospital. The prior surgery was unable to be performed due to the hospital admission. A catheter revision was performed. The catheter was found to be coiled in the abdomen. Approx. 16cm of catheter was trimmed and an add'l 41cm was added to the system. No pump replacement was required. A priming bolus was performed and the daily dose was decreased from 43mcg/day to 389mcg/day. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results code refers to the catheter.